Manufacturer narrative:
The investigation for the unspecified death has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of death could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device via the left femoral artery for mechanical circulatory support (mcs). Two days after start of support it was noted circulation could not be maintained, and the patient expired. Therapy started prior to impella mcs was noted as venoarterial extracorporeal membrane oxygenation (va ECMO). Problems with the impella device operation was noted as "none." No further information is available at this time. As the impella device was present, providing mechanical circulatory support to the patient, when the event occurred or otherwise associated with the event and no alternative cause for the event is identified as a likely cause of such event, the demised outcome cannot be dissociated from the impella device. Per the reporter, an autopsy is being completed, and the cause is currently being investigated. Upon receipt of additional information, a supplemental report will be submitted accordingly.